Manufacturer narrative:
(B)(4).

Event description:
It was reported that during one day after an implant procedure, the right atrial and right ventricular (rv) leads were found to be reversed in the device header. The device was reprogrammed to an atrial pacing mode to ensure rv capture. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted 2014 (B)(6). (B)(4).